Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor not functioning as intended was confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and at the product performance engineering (ppe) department. After being connected alongside known working test equipment, multiple test centrimag consoles would alarm with an m2: motor disconnected alarm while the motor was in use. During service depot testing, the alarm would trigger upon manipulating the motor¿s cable at its motor-side bend relief, and the alarm was always active throughout ppe testing. The motors cable was measured, and one of the motor¿s power lines was observed to be open which would cause the reported and observed alarms to occur. This measurement fluctuated with manipulation of the power cable near the motor-side bend relief. All wire other measurements were observed to be within expected ranges. The motor¿s cable was opened near its motor-side bend relief to observe its inner wires. Although the wires were observed to be intact, the wires associated with the open power line were observed to be worn. The root cause of the reported event was determined to be wire fatigue within the motor¿s cable at its motor-side bend relief, consistent with repetitive flexing of the cable over time. A corrective action was implemented to address wire fatigue within centrimag motor cables, and this motor was manufactured prior to this implementation. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
It was reported that there was a failed centrimag motor that was to be sent in for repair. It was additionally stated that there was a persistent ¿pump not inserted¿ alarm after confirming pump placement. The alarm resolved when the motor was changed out. It was suggested that the motor failure may have been caused by a pump detection issue. There was no patient involvement in the event. The error occurred as the device was being powered on in preparation for extracorporeal membrane oxygenation (ECMO) initiation, in which a backup motor was present to use. The perfusionists were able to quickly swap motors and provide care to the patient without delay.